Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The cracked reservoir tube lip, minor scratches on the display window, and a cracked case near the display window corners were noted during the visual inspection. The insulin pump passed the functional tests, including the prime, displacement, basic occlusion, occlusion and excessive no delivery alarm tests.

Event description:
The case manager reported the hospitalization due to high blood glucose. Customer was vomiting. The blood glucose reading at the time of the event was 385 mg/dl. Diagnosed diabetes ketoacidosis. Hospital treated with insulin drip. The case manager requested a replacement. Nothing further reported.